Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture, baker grade iii".

Event description:
Patient reported "hurting a little, feel it getting harder on side, and hard as a rock". Healthcare professional later reported "capsular contracture, baker grade iii". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: visibility/palpability-breast: unable to observe, since it is not related to the device. Pain-breast: unable to observe, since it is not related to the device. Capsular contracture-breast: unable to observe, since it is not related to the device. As per the investigation procedure: deformation, creases and particles was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported, right side "hurting a little, feel it getting harder on side. And hard as a rock". Healthcare professional, later reported, "capsular contracture, baker grade iii". Device has been explanted.